Event description:
The customer stated the device will not boot up. No patient involvemnt was reported.

Manufacturer narrative:
(B)(4). The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.